Event description:
Baby's airway was occluded with secretions & required suctioning. Although suction tubing was clear, nurse was unable to get negative pressure from the apparatus & had to clear airway with pats on the baby's back until another staff member could replace the suction set-up. Approx 1/4 of the suction cannisters tend to have this problem. Lot number was pulled & sent to MFR for qa analysis.